Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in a severely tortuous distal, right coronary artery (rca). After an unspecified stent was implanted in the proximal to mid rca, the 3.00 x 20mm promus element stent delivery system (sds) was introduced. The sds became stuck on the previously placed stent and was unable to cross to the target lesion. When the sds was removed, so that balloon angioplasty could be performed, it was noted that the distal edge of the stent had flared. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in a severely tortuous distal, right coronary artery (rca). After an unspecified stent was implanted in the proximal to mid rca, the 3.00 x 20mm promus element stent delivery system (sds) was introduced. The sds became stuck on the previously placed stent and was unable to cross to the target lesion. When the sds was removed so that balloon angioplasty could be performed, it was noted that the distal edge of the stent had flared. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the returned device identified stent damage. The struts on the 8th and 7th rows in from the distal end of the stent were were raised up. This type of damage is consistent with the difficulty encountered removing the device from the guide catheter. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon and the tip of the device was visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No other kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is caused by other device. (B)(4).